Manufacturer narrative:
Additional device product codes: hrs; hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a revision surgery due to a distal femur broken plate. The plate and screw were removed and a new plate was implanted. Procedure and patient outcome are unknown. This report is for one (1) 4.5mm va-lcp curved condylar plate/10 hole/230mm/right. This is report 1 of 1 for (B)(4).